Event description:
It was reported that on (B)(6) 2012, the patient was hospitalized with a non-st elevation myocardial infarction and underwent an interventional stenting procedure in a heavily tortuous, circumflex coronary artery (cx). A 2.5 x 38 mm xience prime was implanted in the distal cx and a 3.0 x 15 mm xience v rx was implanted in the proximal circumflex. The patient was discharged home on plavix. On (B)(6) 2012, the patient was re-hospitalized with chest pain and diagnosed with a proximal to distal occlusion in the cx due to thrombosis. The patient remained compliant with the plavix. The physician reviewed the index procedure films and saw a haziness in the distal cx and speculated that a dissection may have been caused after implantation of the xience prime stent due to the distal vessel size of 1.3 - 1.5 mm. The patient was taken to the cardiac catheterization lab where an asahi miraclebros 4.5 guide wire was used to cross the lesion and percutaneous coronary balloon angioplasty was performed with a trek 30mm balloon dilatation catheter. Flow was returned to the vessel and the patient's condition resolved. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 3.0 x 15 mm referenced is being filed under a separate manufacturer report number. There were no reported product deficiencies. The reported patient effects of angina, dissection, and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.